Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed qa/qc testing, with em sensors functioning as expected and no reproducible signal loss. The reported video lag occurred at the start of the procedure due to a known software delay and resolved after re-registration, having no impact on the event. Video review found no system malfunctions or software defects, and user actions were consistent with standard workflow. Multiple biopsy attempts in the same location may have contributed to the pneumothorax. The physician did not attribute the injury to the galaxy system, determining it was most likely related to the first biopsy and consistent with the inherent risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax was reported after a galax-assisted biopsy procedure. A chest tube was placed and the patient admitted overnight. The physician did not attribute the injury to the galaxy system and states it was due to the biopsy attempts. A malfunction of lagging frames and em signal loss was reported.

Event description:
A pneumothorax was first suspected after the first biopsy, and the pneumothorax was described by the physician as a "slow leak." A chest tube was placed, and the patient was admitted overnight. Reported malfunctions included lagging frames and em signal loss.